Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that a new dongle was installed and umbilical connector plastic cover was repaired. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect dongle has not been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure the dongle of the imaging system broke off and was displaying an stop error message. Site held the dongle in to complete the scan. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.